Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: unique identifier (UDI), medical device serial d4 and device manufacture date h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed to open. The field service engineer noted that the triple-wide drawer could not be pulled out as the solenoid was engaged, preventing movement. A method was devised to disengage the stopper, allowing the drawer to be removed. The fse replaced the mini engine, and the drawer's functionality was successfully verified in diagnostics. The customer also confirmed successful operation of the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the user was unable to open the drawer. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the user was unable to open the drawer. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.